Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a plastic mesh was implanted during a procedure. According to the complainant, post procedure, the mesh destroyed and caused the patient to lose her organs. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.